Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Plugged the hand piece into the console as we started the case, the pump started beeping and the hand piece would not function. We replaced the hand piece and continued on with the case. I tested the hand piece on another console with the same result. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. This reported problem was confirmed. The defect reported by the customer has been verified and repaired. Device disassembled and decontaminated as per the service manual during the initial evaluation. Performed decontamination of spare parts per the service manual prior to placement into the device. Per service and operational manual, diagnostic analysis confirmed the reported issue (does not function). Replaced cable, circuit board, and silicon buttons to address reported issue. Additional repair measures were taken: performed replacement of internal seals and valve screws as per the service manual (pm). The green end cap o-ring 104.715, is not listed as an installed part because a new one already came with the new cable that was replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A specific root cause for the electric short and replacement of cable, circuit board, and silicon buttons cannot be determined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
Additional event information received on 12/06/2018. It was reported by an affiliate that the issue detected during intra-op. There was no resulting surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).